Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose. Blood glucose level was 33 mmol/l and 18 md/dl. Customer treated high blood glucose with manual injections. Customer was using insulin pump within 48 hours of reported high blood glucose event. Customer was assisted with troubleshooting. Customer had symptoms of illness. Insulin pump was not been used on auto mode. The insulin pump will not be returned for analysis.